Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they experienced high blood glucose level of 360 mg/dl. The customer had symptoms of nausea and headaches and mentioned that they had issues with elevated ketones. The customer was treated for the high blood glucose with an insulin pen. The customer was assisted with trouble shooting and mentioned that the drive support cap on their insulin pump was protruded. The customer was assisted with filling their annular but did not mention if they will return the product back for dialysis.